Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6), due to 3 stents put in her body and was sick. Customer stated that the blood was not going through the body. Customer¿s blood glucose value was 1044mg/dl. Customer declined to troubleshoot for blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer clarified that their hospitalization was not diabetic related.